Event description:
Correction: after initial surgery, the patient returned to the hcp with an open wound, due to failing stitches. It was also determined, the patient was confirmed to have a case of staph aureous and was treated with anitibiotics and two debridements. Several days later, the patient dislocated and attempts were made to reduce the hip with no success. Therefore, a revision was performed due to dislocation.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected description

Event description:
It was reported that revision surgery was reported due to loosening.